Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastroplasty procedure, the first reload locked in the stapler. The reporting person said that during the surgery, the first reload locked in the stapler. The handle lit blue to trigger the fire button.